Event description:
The target vessel was a midly tortuous circumflex artery. The lesion was predilated with a monorail balloon (unk size). Plavix was given postoperatively only. Ivus was not used. There were no reported pt complications.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The physician deployed a taxus express2 2.50 x 24mm drug eluting stent. Upon withdrawal the physician met withdrawal resistance. During the attempt to pull out the stent the guide catheter deep seated. Additional info has been requested regarding this event.